Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report filed december 10, 2014.

Event description:
Per the clinic, the patient reportedly experienced pain and a shocking sensation with device use. Subsequently the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, october 29, 2014.